Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the internal paddles are worn. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the internal paddles are worn. Replacement component was ordered by the customer. The device is not available for additional investigation as it remains at the customer site. The worn paddles is not expected to be returned as this is a non-engineering material order (nemo) without collection. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered 989803109741 (lrg switched int pdls) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The customer ordered a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddles are worn and need to be replaced. There was no reported patient involvement.